Event description:
Customer reported she woke up with high blood sugar and ended up in the hospital. The tubing had disconnected from the cannula as she was sleeping. The infusion set was requested for return, but cannot be returned as it has been discarded. Lot not provided.